Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient experienced inaccurate cgm values. According to the report, the patient felt shaky and weak. The egv was 400 mg/dl and the bg was not checked. The patient passed out at his desk. His boss called 911. The bg by ems was 35 mg/dl while the egv was 400 mg/dl. The hypoglycemia was treated with unremembered medication to make the sugar level higher and the patient was transported to the ed. There he underwent cardiac monitoring. Other medications for unrelated conditions of covid and nerve pain are listed in the complaint. Of note, the patient uses an omni pod pump which was removed. The patient was reportedly monitored using test strips. The patient was discharged the following day and was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.